Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, scratch was observed on the optic centrally. Hence the lens was cut and removed and replaced with another lens without any incident during the same procedure. Additional information has been requested but is not available at the time of this report.